Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the jaw liner had melted and deformed during use. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using the test lab generator and battery. The device was activated with the jaws closed and submerged in glycerin bath at both power modes with unacceptable results due to the damaged jaw liner. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present as doing so may damage the device jaws. The user's guide and instructions for use (IFU) warn that use of a device with damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, the surgeon activated the device but the jaw did not closed much. When mesentery was cut, tissue pad melted into u-shaped. Another device was used to complete the procedure. A camera was used to check if there was no parts remained in the patient cavity. No patient injury was noted.